Manufacturer narrative:
Exemption number e2016006, this report summarizes 2 death events of lvot obstruction for the sapien 3 in the mitral position. The ¿time to event¿ (tte, in days) for this event was 0.5. Per the instructions for use, valve malpostion requiring intervention is a potential adverse event associated with the use of transcatheter heart valves. Obstruction of the left ventricular outflow tract can be caused by patient factors (anterior mitral leaflet protruding into the lvot, septal bulge) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases lvot obstruction could result in clinically significant hemodynamic compromise that may require explantation of the thv with surgical correction. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, specific procedural details are not available to determine potential contributing factors to the event, or whether or not intervention was required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The device identification (di) numbers for edwards sapien 3 transcatheter heart valve are: (B)(4).

Event description:
(B)(6) registry alternative summary reporting (asr) adverse event submission for february 2020 data extract for mitral deaths for the sapien 3. February 2020 data extract includes data provided by acc for q3 2019 (july 1 - september 30). This report summarizes 2 death events of lvot obstruction for the sapien 3 for (B)(6) 2020. The age range for these events are from 83 to 93. The breakdown for gender is as follows: 2 female.

Manufacturer narrative:
Supplemental report to add noe statement in b5 section.

Event description:
This report summarizes <noe> 2 </noe> death events of lvot obstruction for the sapien 3 for (B)(6) 2020.

Manufacturer narrative:
Supplemental report to resubmit h6 codes.